Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was reportedly leaking. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 12 previously reported events are included in this follow-up record. Product return status 10 devices were received. 2 devices were not available for evaluation. Event confirmation status 5 reported events were confirmed. 5 reported events were not confirmed. Evaluation results 5 devices had no problem found. 5 devices did not have a root cause established.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 5 devices were received. 7 device investigation type has not yet been determined. Event confirmation status: 4 reported events were confirmed. 1 reported events were not confirmed. Evaluation results: 5 devices had no problem found. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device was reportedly leaking. 12 events had no patient involvement; no patient impact.